Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump squirted out insulin instead of dripping during priming and also the buttons were unresponsive. Also the batteries were rejected and the battery cap was threaded on the ends which was hard to take off and on. No harm requiring medical intervention was reported. The device will not be returned for analysis.